Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a manufacturer's representative(rep). It was reported that the patient's lead became dislodged and the patient was not using the device. The patient elected for removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery had reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2014, product type lead.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant head/neck pain and spinal pain. The patient reported that their ins isn't holding a charge. The patient states that he went to the hospital the day before because he had an appointment about his device not working. There they were able to get enough charge on it to program the device and get feedback. He was told that something was wrong; one of the leads were not connected. The patient states that they sent him for an x-ray and the x-ray tech mentioned that there was some kind of disconnection in the leads. The patient was to keep the device charged until the next appointment on (B)(6) 2017 but when he checked it again it went completely dead. The patient states that they have been trying to charge but every time they recharge it, the device goes completely dead and will not hold a charge. The patient confirmed that he gets all coupling bars when recharging and recharges to a full battery but confirmed that it goes dead after a couple of hours following the recharge. The patient stated that they have not made any changes to the settings. The patient further noted that at the health care provider's office yesterday, they recharged it to 1/4 to get a reading and saw a call your doctor icon. The health care provider cleared the screen and the implant died right after. At the time of the call it was confirmed that the patient can get all coupling bars and recharge the implant. The patient is expected to follow up with their doctor on (B)(6) for further support. There were no patient symptoms reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: manufacturer report 3004209178-2017-10754 should not have been reported for serious injury, and instead should have been reported for just a malfunction. Should have also been determined as a product problem, rather than a adverse event and product problem.